Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that she woke up and her blood glucose was around 207 mg/dl. A few hours later, the sensor was reading low at 57 mg/dl and the insulin pump alarmed for threshold suspend but her blood glucose was 93 mg/dl. Customer stated that the threshold suspend alarm occurred another two times. She had candy and blood glucose was 125 mg/dl. Customer was advised about the proper calibration process. Product was not replaced or returned.